Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump was emitting frequent replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. A power loss was not observed. The battery compartment is intact. The current draws within specifications. Pump case was removed, no evidence of moisture contamination inside pump. Inspected battery terminal contacts and 5 volt motor regulator u12, no evidence of intermittent contact. Two eaw 128-fe88 alarms observed in black box on (B)(6) 2014. Both alarms occurred immediately following a rewind.